Manufacturer narrative:
The field service representative found worn pinch valve tubing. He replaced the pinch valve tubing and the customer successfully calibrated and ran qc. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from the cobas 8000 cobas ise module. The initial sodium result was 95 mmol/l and the repeat result was 139 mmol/l. The initial potassium result was 3.6 and the repeat result was 5.1 mmol/l. The initial chloride result was 66 and the repeat result was 98 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.